Manufacturer narrative:
The insulin pump was received with a pump error alarm during rewind due to a problem isolated to pcb1. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to pump error alarm. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and pump error alarm. The customer blood glucose level was 459 mg/dl and 240 mg/dl. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will be returned for analysis.